Manufacturer narrative:
E1: patient city: (B)(6) patient country: israel. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4) event occurred in israel. It was reported that the patient had experienced a high blood glucose event on (B)(6) 2026. The high bg was still occurring at the time of the report and had been present for approximately one to two hours. The high blood glucose had been treated with a correction dose via the insulin pump. The patient had been using the insulin pump system within forty-eight hours of the reported high bg event. No further information available.